Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown.

Event description:
It was reported that the healing abutment would not seat onto the implant. Another healing abutment was used to complete the procedure.

Manufacturer narrative:
One healing collar was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use, and the engaging threads are damaged and compressed inward. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.